Event description:
It was reported a 6f angio-seal device was used to seal the arteriotomy site post percutaneous procedure. Pre-deployment femoral angiogram revealed the puncture site below the inguinal ligament, above the bifurcation of the superficial femoral and profunda arteries and no peripheral vascular disease was present. Deployment was completed without complications. The physician pushed on the site for two minutes. Five minutes later, it was noticed the patient's abdomen became hard and filed with blood. Retroperitoneal bleeding was diagnosed, the patient developed hypotention and died. The patient was on integillin, dose unknown. The physician stated the death was not caused by the angio-seal device.